Manufacturer narrative:
(B)(4). The adjustable strap and handle is a component part of the optional lifting pole accessory intended to assist a patient in moving or turning on the bed, or when entering and leaving the bed. When reviewing reportable events where the adjustable strap and handle has been involved, we have not found any case with similar fault description compared to the one investigated here: screws inside the mechanism being broken. There is no trend observed for a reportable complaints with this fault description. Based on the info collated to date, provided problem description and photographic evidence, the adjustable strap and handle which has been involved in the event is an avitana device. In (B)(4) 2010 arjohuntleigh issued a field action related to the adjustable strap and handles manufactured by (B)(4) company, following a notification from them that review of the performance of the strap and handle products had identified a risk that the part of the strap retracting mechanism may break whilst in use. (B)(4) advised the potentially defective parts were produced between (B)(4) 2007 and (B)(4) 2009. The adjustable strap and handle involved in this event does not fall within the scope of this field action as it was manufactured by different supplier avitana. Arjohuntleigh has been notified that the nurse has simply found adjustable handle to be detached from the retraction mechanism- no evidence of adverse patient involvement or impact upon them. Arjohuntleigh do not see this event- damage of the adjustable strap and handle, found before use- to cause or contribute to the serious injury or death this time or if the event would reoccur. However, having in mind former history of the complaints related to adjustable strap and handle, assessment of the severity of harm if the hazardous situation would occur (damage of the handle during patient transfer) and the fact that it is unk under which circumstances the failure occur, it has been decided to report this event in abundance of caution to be transparent with our assessment and approach. The defective adjustable strap has the traceability mark showing that it was manufactured in sept 2010, making the items more than (B)(4) years old at the time of the customer raising the failure ((B)(4) 2013). In summary the device failed to meet its specification, it is unk if it was in use when the failure occurred. There have been no records of associated injuries to patients or caregivers at the facility at the time, therefore we can assume that the device did not contribute to any adverse event. Given the circumstances and the number of similar events, this incident appears to be an isolated issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).